Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board printed circuit assembly (avp) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci assisted gynecology radical hysterectomy surgical procedure, a persistent error indicated the system was not connected to the vision side cart (vsc). The vse did not fully start up while a patient was already under anesthesia. Technical service engineer (tse) troubleshooting first guided a full power down and use of the emergency power off/breakers on all subsystems, then had the caller disconnect and reconnect the blue fiber cables and check the power cables; however, the errors persisted. But there was no change. The video cart was then checked in standalone mode and showed the same error. The procedure was converted to another dv system with no reported injury.